Manufacturer narrative:
Fuqiang, c., chen, l., ruotong, z., jie, c., yingmo, s. The application of n-butyl-2-cyanoacrylate (nbca) medical adhesive for ipom mesh fixation in subcostal hernia repair: a retrospective study. Hernia (2026) 30:217 https://doi.org/10.1007/s10029-026-03665-z. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared chemical medical adhesive and sutures for mesh fixation in patients who underwent laparoscopic subcostal hernia repair between 2016 and 2021. There were 109 patients in the study with 60 in the glue group and 49 in the suture group. In all patients a competitor mesh was used and glue or suture was used above the costal margin. A tacker was used to fix the mesh in the remaining portion. Complications included intraoperative bleeding due to tack fixation which was resolved with sutures. Postoperative complications included hematoma, hernia recurrence and chronic pain. Other procedure related complications included: seroma, ileus, port-site hernia and surgical site infection. Interventions were not reported.